Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was unreported. It was unreported whether treatment was provided. Pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the peritonitis.